Event description:
During high flow humidification the gas flow kept starting and stopping. The therapist could not correct this issue. The device was exchanged with another unit and therapy continued with no issues. This is second event of this type on this device. A clinician stated that a new cannula is in use and may be contributing to flow errors. Biomedical engineering (bme) retrieved both the device and cannula to send to the manufacturer for analysis.======================manufacturer response for high flow humififier, vapotherm (per site reporter).======================device to be returned for repair and evaluation.